Manufacturer narrative:
Results: lemo. H3-based upon the information received and visual and functional examination, the unit was found to require the lemo connector blue seal to be replaced and the pcb board to be calibrated. The device was functionally tested. It met all product requirements. Additional manufacturer narrative: connector blue seal replaced; pcb board calibrated.

Event description:
It was reported that the error code l3-009 is populating the screen when the probe is initializing. Troubleshooting did not resolve the problem.